Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated that they want the device out of them because it is constantly on and vibrating. Patient stated that the device made them sick and they are getting electric shocks throughout their body. Patient stated that they had parasites and got really sick. Patient reported that the device is painful and really uncomfortable. Patient mentioned that they are having anxiety attacks and wanted to know if the device could be turned off. Agent reviewed that patient services is not able to turn the device off or on and told the patient that should reach out to their managing doctor or rep to discuss ins removal. Patient stated that they told their managing doctor about being dissatisfied with their ins. Patient also mentioned that they told their hcp several times that they want their device taken out. Patient stated that no matter what they do, they cannot get their ins to cut off; they also mentioned that the ins is not helping them and that the device causes cancer. Patient stated that they almost died and have hardly any fat on their body, so the ins sticks out and is uncomfortable. Patient said that they feel like their head is going to pop due to the vibrations that they feel. Patient stated that they have an edema in their left leg and it is on the same side of the body that the ins is on. Patient reported that they stopped using the ins because it does not work; when they try to go into their controller to turn the settings down or off, some of the options are phased out. Patient mentioned that they have a big knot under their arm. When asked about their managing hcp, patient stated that their hcp tries to convince them to keep their ins. Patient also said that they have not seen their rep in years; the last time that they saw their rep was before the pandemic and the rep came out to adjust the patients settings. Agent offered to send a local physician listing to the patient; patient asked to have the search be set for los angeles because they have better specialists and medical care out there. Patient followed up by saying where they currently live, they do not have proper medical care. When asked about an event date, patient stated that they first told their hcp back in 2020 that they wanted the ins taken out. Agent offered to email patient a physicians listing; patient accepted and stated that they would call their hcp too. Patient provided hcp info. Agent sent a physicians listing to the patients email address provided. On (B)(6) 2023 patient (pt) called back escalated and stated previous information documented in this case. Patient stated they were getting shocked and wanted the implant taken out. Patient needed assistance turning the stimulation off but patient would not listen to agent. Patient noted they could feel vibrating and shocking. Patient could see veins in their head. Patient lost a lot of weight and mentioned something that agent could not understand but it may have been 'parasites'. Patient kept noting they wanted the implant taken out but their hcp didn't want to take the implant out so agent re-reviewed with patient that previous agent already sent physician listings to patient and to call an hcp from the listing to see if other hcps would be willing to remove the implant but patient did not listen to agent. Patient could not locate their controller so agent placed patient on a hold while they were searching for the controller. Patient disconnected the call. Agent made an outbound call and left a voicemail for patient to call patient services back. Pt called back escalated stating they need to turn their stimulation off because it is shocking them and the device is not working for them. Agent walked pt thorough the steps to turn stimulation off. Pt stated they already did that. Agent redirected pt to hcp to inspect implant. Agent documented information given.